Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor was retracted inside of the sensor. No broken or missing sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he inserted a new sensor and within a few minutes, he was getting lost sensor alerts. He tried to perform find lost sensor and it would not connect. Customer removed the sensor and noticed the cannula was missing. Customer stated that the cannula may have come off in his body. Blood glucose value was 114 mg/dl. Customer stated the introducer needle was difficult to remove. Customer was unsure if the cannula was retracted into the sensor base or inside his body. Customer was advised to refer to the doctor for treatment and was informed that an x-ray will be able to locate a sensor cannula in the body. The sensor would be replaced and returned for analysis.